Event description:
The complainant reported, "when the nurse checked the pt, sedated male), it was observed that the lock had become unlocked from the cylinder and had traveled up the tube. The pt had accidentally extubated (the tube had moved outward 1.5 inches). The hosp uses "rsp" tubes as well as sheridan brand tubes with "rsp" holders. The holder was still adhered to the pt's face. The holder was saved but was not returned for eval. The tube was not saved. Oral secretions were average. The pt is suctioned frequently. The pt was re-intubated without incident. There are no new personnel in the nicu area".